Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that after impacting the distal reclaim stem implant, doctor went to trial the 75mm proximal trial shaft. After attaching the trial neck and tightening the nut, doctor went to reduce and trial the construct and the neck would spin freely on the proximal trial shaft. Unable to achieve desired version they inspected the trial shaft and saw that the threads on the shaft were stripped and damaged. They then began to trial with the 85mm trial shaft and ran into the same issue, with the threads unable to fully engage the trial neck. He then marked his desired version, and we opened the proximal body implant and implanted. There was no direct delay to the case, there were no missing parts from the implant and no harm was done to the patient. No further information on this situation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.